Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's spouse reported via telephone call that the customer had high blood glucose and was receiving no delivery alarms. The spouse reported that the customer was sick and that the blood glucose had last been checked at 1 am and was 260 mg/dl. The spouse was advised to check it again and it was 495 mg/dl. The customer was treating with the insulin pump and did not have a back up plan. The blood glucose was checked again and was at 548 mg/dl. The spouse stated that some insulin was delivering, however, the insulin pump alarmed for no delivery again. The paramedics were called and transported the customer to the hospital. The spouse intended to call back to troubleshoot regarding the no delivery alarms as well as the infusion set falling off of the body.